Event description:
It was reported that the ilet user contacted support for assistance restarting a supply change and completed the process with guidance, but the adhesive on the infusion set folded onto itself when inserting the anchor and the infusion set was deployed incorrectly or the connector was not attached correctly. No reported alerts or alarms and no reported symptoms or clinical effects. Outcomes included no reported impact on health, no hospitalization, and completion of troubleshooting and education. Investigation included guided troubleshooting during the call and education on correct infusion set and short tubing change procedures. Investigation of this case revealed user handling and application difficulty with the infusion set adhesive, consistent with deployment error. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set application and connection.